Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the procedure (arm, basilic vein), when the physician went to peel the peel-away sheath, the winged hub(s) of the introducer broke. As a result, it was difficult to peel the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.